Event description:
As reported by the edwards clinical specialist, during a transapical aortic valve replacement (tavr) procedure with a retroflex delivery system, the edwards sapien valve embolized into the ventricle and the valve was subsequently deployed in the abdominal aorta. In addition, over dilation of the valve in the abdominal aorta resulted in a possible dissection with contrast extravasation. At 30 minutes post valve deployment, further inspection was done with a contrast injection above the level of the valve there was no apparent extravasation noted. Per the case, initial access and positioning were uneventful. Upon deployment of the valve, the physicians noticed that the valve was moving ventricular and stopped inflating when the valve was approximately 50% deployed. The valve was flared at the outflow side and remained on the balloon. The annulus was re-crossed using the balloon and flex catheter to push the valve and a second attempt was made at deployment. The valve once again moved ventricular and the physicians stated that the balloon may not have been centered within the valve. Once again, the annulus was crossed but it was noted that the rf3 balloon was still in the ventricle. Another attempt was made to center the balloon in the valve, but at that point the balloon was fully across the annulus, in the aorta. Several attempts were made to deploy the valve in a safe place in the aorta; however, the valve repeated slid off the balloon during inflation. At that point the patient was placed on cardiopulmonary bypass. A second valve was prepped and deployed transapically. The valve was noted to be in stable position with mild paravalvular regurgitation and moderate central ai. Following successful deployment of the second sapien valve, a 14f check-flo sheath was inserted in the right femoral artery and a 30mm snare was used to capture the wire and bring it out of the sheath. The 30mm x 5 cm numed nucleus balloon was then inserted and centered inside the embolized valve. The first valve was then deployed in the abdominal aorta avoiding the renal and mesenteric arteries. The post deployment angiogram demonstrated a possible aortic dissection at the superior aspect of the sapien valve with contrast extravasation. The physician then went back in with a pigtail catheter and performed a contrast injection above the level of the valve and there was no apparent extravasation at that time. There was also no abdominal distension. Access sites were closed and the patient was weaned from bypass and transferred to the ICU in guarded condition. The next morning the physicians reported that she was responsive and awake that evening but there was mild hemispheric weakness.

Manufacturer narrative:
Investigation is on-going.

Manufacturer narrative:
Cine observations are as follows: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta; fair image intensifier angle; poor coaxial alignment of sheath/guide wire/valve/delivery system; minimal movement of bav; valve position 60/40 ventricular; moves 3.5mm ventricular doing deployment; no loss of pacing capture and ventilation held; less than full deployment of valve was associated with severe pvl; second valve- 60/40 aortic; no loss of pacing capture, ventilation held. Echo observations are as follows: severe bulky calcification of ncc (non-coronary cusp) and rcc (right coronary cusp); sov 3.02/ stj2.79 (diff. = 0.23) = obliterated sinuses; poor coaxial alignment confirmed; melax (mid esophageal long axis view) sapien position is significantly ventricular, as the ventricular aspect of the sapien is well below the hinge point of the anterior leaflet of the mitral valve. Subsequent image reveals a partially deployed sapien in the lvot, consistent with impending embolization; no images of actual valve embolization. The impressions of the imagery review are: severely calcified aortic valve with obliterated sinus of valsalva (sov). Poor coaxial alignment of the sapien valve and delivery system predisposed to canted valve deployment. The significant ventricular positioning of the valve led to partial valve expansion in the lvot, with subsequent aortic embolization (images of embolization not available for review). Second valve was appropriately positioned and deployed. No further actions are required.